Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2022, UDI#: (B)(4). Analysis of the returned lead (serial # (B)(4)) found that there was a conductor broken at the distal end. The complete lead was received for analysis. The connector end was intact and undamaged. The #6 conductor wire was fractured between the #6 and #7 electrodes 4.7 cm from the distal end. The outer insulation was intact. The braid and stylet coil were visually ok. Electrical testing determined that the continuity of the conductors was not complete. All circuits had acceptable continuity except the #6 circuit which was open. There were no shorts observed between circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient trialing a neurostimulator. It was reported that there were connectivity and impedance issues as seen on the clinician tablet. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead was lubricated with physiological serum, but th ere was no effect. The lead and wireless external neurostimulator (wens) were changed, but there was no effect. Testing was done with an external neurostimulator (ens) and multi-lead trialing cable, but there was no effect. The needle was changed, and the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. Neuropathic pain was noted as patient medical injury. The event occurred during a procedure.